Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller mentioned that the patient had high therapy impedances measurement for quite a while going back to 2013. Caller only had therapy z in their records. Impedances were >2000 and <(><<)>11ma. Caller noted that the ins had not been depleting much due to higher impedances. They had chosen not to do anything with the patient's dbs system because patient had been receiving treatment for breast cancer and wasn't in any position to have any intervention involving their dbs system. However, now patient may in a position to have surgery and they were considering replacig the ins. Ins was at 3.74v currently. Patient using c+3-. They consider that a routine changeout of the ins, if they go forward ins replacement. There were no further complications reported.